Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer stated that when she was trying to fill the tubing, it kept asking her to fill the tubing and won't go past the "are you disconnected" screen. Customer stated that her buttons won't respond to her command. Customer went to the alarm history and the buttons stopped working on the pump. Customer stated that when she presses the esc button, nothing is happening. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces. No unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.